Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that while calibrating the axsym folate assay, the lid on the reagent pack broke off during the run and caused the probe to crash. There was no impact to pt management reported.